Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was unable to be downloaded due to the receiver not booting up. The receiver case was opened for further evaluation. A visual interior inspection was performed and it was discovered that the moisture damage sticker was activated. The reported event of an overheating receiver was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).